Manufacturer narrative:
A steris technician inspected the processor and found the lid spring cylinder was depleted and not functioning properly. The technician replaced the spring cylinder, tested the unit and placed it back into service. There have been no further issues reported with the processor lid.

Event description:
The user facility reported that the lid on the system 1 processor would not remain open when it was lifted. No injuries were reported.